Event description:
The customer returned the Gastrointestinal Videoscope to the service center for a separate issue. During the device analysis, the device evaluation indicated foreign material stuck inside the cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, the foreign material was likely caused by the suction cylinder not sealing; however, a definitive root cause of the leak could not be identified.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.